Manufacturer narrative:
Voluntary medwatch report received: mw5158821.

Event description:
Voluntary medwatch received states that the patient presented with dizziness and light headedness. It was noted that the right atrial lead exhibited noise. No intervention was performed. There were no patient consequences.